Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged alarms (alarm (B)(4)) were verified. The alleged altitude alarm was identified in the pump logs; however, no failure was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an altitude alarm occurred. When the customer attempted to reload the cartridge a cartridge alarm 5 (pressure out of range) occurred. A new cartridge was loaded and another cartridge alarm 5 (pressure out of range) occurred as well as a cartridge alarm 6 (vent not working) occurred. There was no patient involvement, as device was used for demonstration purposes only and not used for insulin therapy.